Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Upon receiving additional information, it was determined to be not reportable as the polyethylene bearing was the only product removed during the revision procedure.

Manufacturer narrative:
(B)(4). Concomitant products: e1 vandguard ps tibial bearing 71/75x12, catalog # ep-183642, lot # unknown; biomet series a 3 peg std 34x8.5, catalog # 184766, lot # unknown; biomet cc cruciate tray 75mm, catalog # 141234, lot # unknown. The complaint device is not expected for return currently, but a supplemental medwatch 3500a will be submitted upon receipt of additional information. The reported event was unable to be confirmed due to limited information received from the customer. A device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A complaint history review was unable to be performed as the part and lot numbers are unknown. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-04620, 0001825034-2017-04635, 0001825034-2017-04636.

Event description:
It was reported in the clinical study, following an initial knee arthroplasty, the patient was revised due sepsis. No additional patient consequences were reported.